Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that patient does go through metal detectors. No cause known. No further steps or incidents. The indication for use was fecal incontinence.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient was ¿emitting a high pitched one tone sound¿ (only 1 day - yesterday). It was noted that male and females could hear this (people aged 20-50). Patient works in a prison, and this noise could be heard in different locations around the prison, (also heard it in a vehicle when putting a patient inside for transport). They say metal detectors are in place, usually wands but also detectors when leaving (but heard this away from detectors). Furthermore, 3 males and a female all said the sound was coming from patient. They think patient may have heard the sound for 10secs at home but then thought they may have imagined it. This happened on one day only when patient was at work. No injury was incurred. Patient was also unable to confirm which radio they used after follow up was requested. There were 2 radios used on the day and the 2nd one was not documented. It is therefor possible that it was the same radio used, not 2 different radios. Sound was possibly coming from the radio, not the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1: corrected to product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.